Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device prompted an "error 7" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report could not be duplicated. The customer's report was observed during review of the device data logs. The pads and multifunction cable used with the device were not returned for evaluation. The device passed all functional testing including impedance calibration, defibrillation/pacing stress testing, and bench handling. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.